Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted at implant due to atrioventricular (av) groove dissociation. It was identified, through review of source documentation provided, that the patient presented with severe symptomatic mitral regurgitation requiring mitral valve replacement with the subject device. Patient was noted to have fragile tissues upon implantation. After weaning the patient off cardiopulmonary bypass (cpb), there was blood coming from deep down near the atrioventricular groove. It was felt that this was an av dissociation. Patient was recannulated and placed back on cpb. The subject device was removed and investigation did not reveal any definitive tear. However, there was an ecchymotic area around the 5 o'clock of the mitral annulus. This was repair with bovine pericardial patch. It was decided to use a mechanical valve the second time around. After weaning the patient off cpb another time, there was still blood coming from the same position noted. A significant amount of time was spent repairing the issue. Patient was eventually stable and transferred to the ICU.

Manufacturer narrative:
Atrioventricular groove dissociation. Atrioventricular (av) disruption, or av groove dissociation, is a complication that typically results from an aggressive debridement of calcified tissue during mitral valve surgery prior to valve implantation. Av disruption has a mortality rate of up to 50% and needs to be repaired urgently. When this complication is associated with mitral valve replacement, it is typically related to excessive debridement of the mitral annulus, a calcified or fixed mitral annulus, excessive debridement or excision of the papillary muscles, or aggressive retraction of the apex of the heart after prosthetic valve placement. This is not a product malfunction and is typically not device related. In this case, it was documented that the patient had fragile tissues. It is possible that the combination of annulus debridement and poor tissue quality caused this event. Based on the information provided, it appears that this event was likely due to patient and procedural related factors. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible with the available information.